Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 that were used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. The physician performed endoscopy to the patient and wanted to ligate the varix. The speedband superview super 7 was set-up and placed onto the scope. She then inserted the endoscope down to the patient's esophagus and started to ligate the varix. During the procedure, everything went fine; however, when she tried to rotate the handle to deploy the band, it was noticed that the bands would not deploy from the ligator cap. She rotated the handle again, but still the bands would not deploy. Subsequently, she removed the scope along with the device from the patient and replaced with a second speedband superview super 7; however, the same problem happened. The procedure was completed with a third speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.